Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material in the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No current leakage issues were observed. Evidence of separation between the pebax and the electrode was observed. A manufacturing record evaluation was performed, and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the current leakage reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the separation between the pebax and the electrode cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to further investigate the pebax separation issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified reddish material in the pebax and a separation between the pebax and the electrode. Initially, it was reported that a current leakage 7 error was displayed on the carto 3 system. The caller noted that noise was seen on the body surface ecgs and the pentaray catheter intracardiac signals on the carto 3 system, as well as the recording system. The body surface cable was exchanged without resolution. They exchanged the pentaray cable without resolution. The cables and catheters were disconnected from the front of the patient interface unit. The error re-appeared when the ablation catheter was connected. The catheter was replaced, and the issue remained. The biosense webster inc. (Bwi) representative exchanged the ablation interface cable and the issue remained. They then exchanged the ablation catheter for a third catheter and the issue resolved and the case continued. No adverse patient consequence was reported. The current leakage error and signal noise issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, there was a separation that was noticed between the pebax and electrode and reddish material in the pebax. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.